Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. Defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: rc-016: bent pins on the strips connector caused by the user. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results obtained of 169 and 170 mg/dl and from back to back blood tests of 228, 198 and 164 mg/dl. Customer stated that the back to back tests were performed on the same hand, same finger. The customer's expected fasting blood glucose test result range is 110 - 122 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 146 mg/dl and 196 mg/dl using meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 06/25/2020 and open vial date is 08/17/2019. The meter memory was reviewed for previous test result history: (B)(6).